Event description:
During colonoscopy procedure, there was a malfunction in the 13mm snare when opening and closing the device to retrieve a colon polyp in the transverse colon. The snare did not open and close easily, the polyp, however, was able to be removed with the snare in use. Manufacturer response for snare, sensation short throw 13mm (per site reporter). Equipment reported to customer service. Equipment is available for return to manufacturer for investigation.